Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Today during guidance mode while on trajectory, the robot arm moved on its own without any force being applied to it while the surgeon¿s foot was on the foot pedal. It would only move axially towards the head, and it was rather difficult for the surgeon to pull it away. We noticed this before the first incision was made. The company field service engineer (fse) restarted the robot, and was able to recalibrate the fore sensor without any tools, and then attached the instrument holder. We re-drove to the trajectory, and the same issue was occurring. The live distance to target measurement showed accurate, and the robot did not drift side to side, only in and out. We went through with the case per the surgeon¿s approval. The case was successful.

Manufacturer narrative:
The force sensor assembly ft20971 was received at the manufacturing site on 13-jan-2021. No additional investigation of this part will be performed as this point, as the investigations performed at the customer site were conclusive.

Event description:
Today during guidance mode while on trajectory, the robot arm moved on its own without any force being applied to it while the surgeon¿s foot was on the foot pedal. It would only move axially towards the head and it was rather difficult for the surgeon to pull it away. We noticed this before the first incision was made. The company field service engineer (fse) restarted the robot and was able to recalibrate the fore sensor without any tools and then attached the instrument holder. We re-drove to the trajectory and the same issue was occurring. The live distance to target measurement showed accurate and the robot did not drift side to side, only in and out. We went through with the case per the surgeon¿s approval. The case was successful.

Event description:
Today during guidance mode while on trajectory, the robot arm moved on its own without any force being applied to it while the surgeon¿s foot was on the foot pedal. It would only move axially towards the head and it was rather difficult for the surgeon to pull it away. We noticed this before the first incision was made. The company field service engineer (fse) restarted the robot and was able to recalibrate the fore sensor without any tools and then attached the instrument holder. We re-drove to the trajectory and the same issue was occurring. The live distance to target measurement showed accurate and the robot did not drift side to side, only in and out. We went through with the case per the surgeon¿s approval. The case was successful.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the arm drift issue was confirmed by additional tests performed on the device on 02-oct-2020 and on 08-oct-2020. These tests revealed that the force sensor was defective. The force sensor was replaced on (B)(6) 2020, which solved the issue.